Manufacturer narrative:
(B)(4). Failure analysis (fa) lab received a vela main pcba. The main pcba was installed into a known good test vent. The unit failed with the failure code "low pip, low vte, and xdcr fault," and the calibration failed at the step pressure 0 cm h2o of "turbine pressure transducer," reading is "634 failed," out of range (663-969) with xdcr fault code (0, 0,634). The transducer pt 800 was bad. The "transducer fault" complaint allegation was duplicated. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped.

Event description:
The customer indicated the vent vibrated when we turned the power on and then "motor failure" alarm suddenly occurred then the vent was inoperable. So we turned the power off and turned it on again after a few hours and performed turbine differential pressure xdcr test but it failed. We were able to fix the problem when we replaced the main board. The customer indicated there was no patient involvement or harm. The customer was shipped a replacement main pcba.